Event description:
It was reported by the sales rep that the device was being used during a laparoscopic nissen procedure. It was reported that during the procedure it was noted that there appeared to be a laceration on the liver. The surgeon made the decision to connect the 5dcs to the electrosurgery device to attempt to cauterize the laceration. Initially, the cautery did not control bleeding. The settings were changed on the device to "spray" and "80 coag". The next attempt to control bleeding was successful. When proceeding to remove the trocars, the surgeon noted three burns to the stomach viscera. On examination of the 5dcs, it was noted that there was a one and a half centimeter break in the insulation on the shaft of the instrument on the distal end. The procedure was completed.